Event description:
Consumer complaint of high blood results via (B)(6); cna. Expected blood glucose results range from 141 to 181 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call three hours after meal ((B)(6) 2051; 8: 36 am) with results of 312 mg/dl and 398 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is three days ago. Recall test results performed before meals/ two hours after meals from meter memory (date / time not set correctly): (B)(6); 6:45 am - 245 mg/dl; (B)(6); 8:30 am - 183 mg/dl; (B)(6); 8:25 am - 346 mg/dl; (B)(6); 8:25 am - 221 mg/dl; (B)(6); n/a - 236 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.